Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient's onetouch ultra2 meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2012 at an unknown time, the patient obtained readings of '83mg/dl' on his lfs meter and '33mg/dl' was obtained on an emergency medical services (ems) meter. The reporter claimed the patient uses self adjusting insulin to manage his diabetes. The reporter stated the patient made no changes to his diet, activity level or medications on the day of the alleged issue. It is not known if the patient developed any symptoms due to the alleged issue. However on (B)(6) 2012 at an unknown time, the patient was treated by emergency medical services with IV glucose in response to the '33mg/dl' reading. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement at the time of testing, and the patient was using an approved sample site for testing. The cca noted the patient's test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurately high reading, made no changes to his usual routine and required treatment from ems after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. Retains passed testing with no faults found.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.